Manufacturer narrative:
No product was returned for investigation. The cause of the bleed cannot be determined since insufficient clinical details were provided. The root cause of the ventricular fibrillation and tachycardia was unable to be determined due to insufficient clinical details. The cause of the fever was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing from the access site. In response, heparin was withheld. The oozing was resolved with manual compression. The patient also experienced ventricular tachycardia and ventricular fibrillation, and the device was repositioned. Vasoactive medications were given in response to hypotension. The patient also had a fever that self-resolved. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.